Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23-may-2024, it was reported that the patient faced that the infusion set blockage was in the tubing. The patient changed soft cannula infusion set only and resumed insulin. No further information available.